Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue began approx 6 mos prior to contacting lfs. It is unk what actions the pt took in regard to her diabetes mgmt as a result of the issue. However, on the afternoon of four days earlier, the pt claimed she was treated in the ER for hypoglycemia. The pt described having the following symptoms: "trembling lips and fingers", and reportedly was treated with "sugar". The pt confirmed that her blood glucose was taken at the ER, but did not recall the result due to being "out of it". In addition, the pt indicated that her dr decreased her oral diabetes medication by half (advised her to take 1 pill instead of 2, type and dosage unk). At the time of troubleshooting, the cca discovered that the pt did not replace the battery in the subject meter as recommended in the owner's booklet. The issue remained unresolved. Replacement prods were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly was treated by an hcp for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them, and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.